Event description:
It was reported that during a whipple procedure, the blade broke and part fell into the patient. It could be removed. Used hf to continue. No further information is available. No pt consequence.